Event description:
This unsolicited case from united states was received on 22-dec-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after few hours had pain in both knees/sore; after one day had low grade fever around 100.9 degrees; after unknown latency had could barely move her knees/could not bend her knees/little hard to bend/straighten her knees, able to bear weight before and after injection? Yes before and no not after injection, missed work, knees were very swollen, had fluid moving around and stiff/ knees are still a little stiff. Also, device malfunction was identified for the reported lot number. No concomitant medication was provided. Patient with a history of on postural tachycardia syndrome (pots) and osteoarthritis (oa) in both knees. Patient said she has had 8 injections both knees since 2013 or 2014. Patient was not certain on when she had the injections. Patient had no concomitant treatment with immunosuppressants. Patient had no allergy history: avian proteins, feathers, or egg products. Patient had family history of breast cancer and on medication to keep her blood pressure up because she has postural tachycardia syndrome (pots) on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml. Once (batch/lot number: 7rsl021; expiry date: not reported) for osteoarthritis in both knees. On the same day, about an hour or two after the injection, patient started experiencing pain in both knees. On (B)(6) 2017, patient said the second day, patient had a low grade fever around 100.9 degrees f for three days. On an unknown date in (B)(6) 2017, after unknown latency, patient said she could not tell much if the knees were very swollen but you could rub the knees and see the fluid moving around in them. Patient said she could not bend her knees and they were stiff for 9 days. Patient had a low grade fever, increased pain, patient could not walk and missed work. Patient had to have her knees drained. Patient had to put ice on her knees because they were so swollen. Patient said she held on counters in the home to get around. Patient said she notified her physician on the (B)(6) 2017 and then again on the (B)(6) 2017 about her pain. Patient said the nurse, late thursday ((B)(6) 2017) afternoon, called her back and said she was given the recalled batch of synvisc-one. Patient said the physician drain 40 cc of fluid out of her knees. Patient said the physician did do a culture on the drained fluid. Patient said she received a cortisone shot in her right knee because her left knees started feeling less pain four days prior to her visit on the (B)(6) 2017. Patient said they told her a day later that the culture did not show any growth but did not tell patient all the results. Patient said she was icing the knees and elevating them but could only take tylenol because she had to have right hand surgery on (B)(6) 2017. Patient said after the hand surgery on the (B)(6) 2017 and on the (B)(6) 2017, patient started taking ibuprofen 200 mg otc tablets 800 mg bid prn. As of today ((B)(6) 2017), she can walk but her knees were still a little stiff, sore, and a little hard to bend. Patient said she still takes ibuprofen otc only as need so it wouldn't upset her stomach. At this time patient was still recovering from her symptoms. Patient did not engage in activities such as jogging or tennis soon after the injection. On a scale of one to ten and ten being the worse pain her pain was between 3 to 4. On a scale of one to ten and ten being the worse pain her pain was 10 or higher. No blood work was done. Patient did not have any prosthetic device. Corrective treatment: 40 cc of fluid was drained for fluid moving around, knees were very swollen; cortisone shot, paracetamol (tylenol), icing the knees and elevating for pain in both knees/sore; not reported for rest of the events. Outcome: unknown for missed work; recovering for rest events. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction and pain in both knees/sore. Pharmacovigilance comment: sanofi company comment dated 29-dec-2017: this case concerns a patient who has received synvisc one injection from a recalled lot and later experienced pain in knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
This unsolicited case from united states was received on 22-dec-2017 from patient. This case concerns a (B)(6) female patient who received treatment with synvisc one and after few hours had pain in both knees/sore/extreme pain; after one day had low grade fever around 100.9 degrees; after unknown latency had could barely move her knees/could not bend her knees/little hard to bend/straighten her knees/ could not bend knees, able to bear weight before and after injection? Yes before and no not after injection, missed work, knees were very swollen/swelling, had fluid moving around and stiff/ knees are still a little stiff/could not straight. Also, device malfunction was identified for the reported lot number. Patient medical history included postural tachycardia syndrome (pots), mitral valve prolapse, several orthopedic surgeries, obesity, breast cancer, occipital neuralgia and osteoarthritis (oa) in both knees. Patient's concomitant medications included hydrocodone bitartrate/paracetamol (norco), meloxicam, paracetamol (tylenol) for pain; venlafaxine hydrochloride (venlafaxine) for hot flashes; meclozine for dizziness; salbutamol (albuterol) for shortness of breath; ascorbic acid, zinc, fish oil (omega 3), xantofyl (lutein), tocopherol (vitamin e), ergocalciferol (vitamin d), ascorbic acid (vitamin c), cyanocobalamin (vitamin b12), turmeric, curcumin, multivitamin as daily supplement; budesonide for asthma; docusate sodium, omeprazole (prilosec), acetylsalicylic acid (asa) as prophylaxis; gabapentin for neuropathy prevention; loratadine for seasonal allergies; tamoxifen, estrogen conjugated for cancer and metoprolol succinate (toprol) for hyeradrenergic responsiveness. Patient said she has had 8 injections both knees since 2013 or 2014. Patient was not certain on when she had the injections. Patient had no concomitant treatment with immunosuppressants. Patient's allergic history included blisters from a variety of adhesive tapes, overly sedated with oxycodone hydrochloride/paracetamol (tylox), acetylsalicylic acid/caffeine/homatropine terephthalate/oxycodone hydrochloride/oxycodone terephthalate/phenacetin (percodan) and triazolam (halcion); hypotension with indometacin (indomethacin); rash with terbinafine and levofloxacin; stiff neck, tingling face, and flushed face with tramadol hydrochloride (tramadol); stiff swollen neck, face tingle with diclofenac potassium (voltaren); severe back and chest pain with tingling face with hyoscine (scopolamine); blistery rash and tingling face and lips with latex and blistering rash from zoster vaccine. Patient had no allergy history for avian proteins, feathers, or egg products. Patient had family history of breast cancer and on medication to keep her blood pressure up because she has postural tachycardia syndrome (pots) on (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection, at a dose of 6 ml once (batch/lot number: 7rsl021; expiry date: not reported) for osteoarthritis in both knees. On the same day, about an hour or two after the injection, patient started experiencing pain in both knees. On the same day, at by 5 pm, patient could not bend knees, experienced extreme pain and swelling. On (B)(6)2017, patient reported that the second day, patient had a low grade fever around 100.9 degrees f for three days. On the same day, patient contacted the physician's office right away as she could not walk properly or straighten legs. On an unknown date in (B)(6) 2017, after unknown latency, patient told that she could not tell much if the knees were very swollen but you could rub the knees and see the fluid moving around in them. Patient said she could not bend her knees and they were stiff for 9 days. Patient had a low grade fever, increased pain; patient could not walk and missed work. Patient had to have her knees drained. Patient had to put ice on her knees because they were so swollen. Patient said she held on counters in the home to get around. Patient said she notified her physician on the (B)(6) 2017 and then again on the (B)(6) 2017 about her pain. Patient said the nurse, late thursday ((B)(6) 2017) afternoon, called her back and said she was given the recalled batch of synvisc-one. Patient said the physician drain 40 cc of fluid out of her knees. Patient said the physician did do a culture on the drained fluid. Patient said she received cortisone shot in her right knee because her left knees started feeling less pain four days prior to her visit on the (B)(6) 2017. Patient said they told her a day later that the culture did not show any growth but did not tell patient all the results. Patient said she was icing the knees and elevating them but could only take tylenol because she had to have right hand surgery on (B)(6) 2017. Patient said after the hand surgery on the (B)(6) 2017 and on the (B)(6) 2017, patient started taking ibuprofen 200 mg otc tablets 800 mg bid prn. As of today ((B)(6) 2017), she can walk but her knees were still a little stiff, sore, and a little hard to bend. Patient said she still takes ibuprofen otc only as need so it wouldn't upset her stomach. At this time patient was still recovering from her symptoms. Patient did not engage in activities such as jogging or tennis soon after the injection. On a scale of one to ten and ten being the worse pain her pain was between 3 to 4 . On a scale of one to ten and ten being the worse pain her pain was 10 or higher. No blood work was done. Patient did not have any prosthetic device. Corrective treatment: 40 cc of fluid was drained for fluid moving around, knees were very swollen; cortisone shot for could not walk properly; cortisone shot, paracetamol (tylenol), icing the knees and elevating for pain in both knees/sore; not reported for rest of the events outcome: unknown for missed work; recovering for rest events; not recovered for the event of could not walk properly a pharmaceutical technical complaint (ptc) was initiated with global ptc number 51580 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: required intervention for device malfunction, could not walk properly and pain in both knees/sore follow up information was received on 12-jan-2018. Global ptc number was added. Text was amended accordingly. Additional information was received on 30-jan-2018 from the patient. Patient's medical history, allergic history, concomitant medications and concurrent conditions were added. Event verbatim of could barely move her knees/could not bend her knees/little hard to bend/straighten her knees was updated to could barely move her knees/could not bend her knees/little hard to bend/straighten her knees/could not bend knees, for the event of pain in both knees/sore was updated to pain in both knees/sore/extreme pain, for the event of knees were very swollen was updated to knees were very swollen/swelling and for the event of stiff/ knees are still a little stiff was updated to stiff/ knees are still a little stiff/could not straight. Additional event of could not walk properly was added with details. Patient's clinical course was updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 30-jan-2018: this case concerns a patient who has received synvisc one injection from a recalled lot and later experienced joint range of motion decreased, and difficulty walking. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.